Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed with no anomalies found.

Event description:
It was reported that the patient was presented to the emergency room (ER) with syncope, light headed and dizziness. The right ventricular (rv) lead was found to have intermittent loss of capture and instability in ring to coil impedance. The lead is suspect to be improperly seated inside the implantable cardioverter defibrillator (ICD) header. The device and lead configuration was reprogrammed until lead revision. The rv lead was capped and the ICD was removed with a new device and lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated misalignment with the set screw. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.